Event description:
The customer reported that insulin from the reservoirs was leaking, which caused to rise her glucose level up to 300mg/dl. The caller stated that she tossed out the reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.